Event description:
It was reported that prior to an unspecified surgical procedure it was observed that the 4k c-mnt scp, 4.0, 30, 167, mitek scope device was scratched. During in-house engineering evaluation it was determined that the device was broken (2+ pieces): chipped/shaved/delaminated. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. Investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: labeling: illegible etch, visual: deformed/bent, broken (2+ pieces): chipped/shaved/delaminated. Per service reports, this complaint was confirmed. The defective parts need to be replaced to resolve the issues. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: during complaint investigation it was determined that the device evaluation required an update. Investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: labeling: illegible etch, visual: deformed/bent, broken (2+ pieces): chipped/shaved/delaminated. - outer tube damaged, needle outer tube dent(s) deep outer tube bent. - outer tube damaged, distal tip distal tip damaged major scratches/gauge. - outer tube body / light post sidearm damaged nicks/dings. - illumination distal tip fiber damaged. - particulate, optics particulate under distal lens particulate under proximal lens. - optical system, optical components distal cover glass/negative damaged cracked/scratched. - engraving/identification data matrix code level a. Per service report, this complaint was confirmed. The optical, tube and label were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.